Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their leadless implantable pulse generator (ipg) is "using up the battery too quick". The leadless ipg remains in use. No patient complications have been reported as a result of this event.